Event description:
The customer noticed a decimal point in her readings, but she just thought her readings were low. The customer was able to reset the meter to mg/dl with the user guide. She did not allege any adverse events. The meter is to be returned for evaluation, and a replacement meter is to be sent.